Manufacturer narrative:
(B)(4) mfg. Date: 11/27/2015. Method - visual inspection. (B)(4) mfg. Date: 11/11/2015. Method - visual inspection. (B)(4) mfg. Date: 12/04/2014. Method - visual inspection. (B)(4) mfg. Date: 10/10/2015. Method - visual inspection. (B)(4) mfg. Date: 10/10/2015. Method - visual inspection. (B)(4) mfg. Date: 12/04/2014. Method - visual inspection. It was reported that the patient was experiencing power switching events. One controller (B)(4) and six batteries (B)(4) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the controller revealed that the device passed functional testing but failed visual inspection due to that the power port 1 was found with the o ring gasket displaced although the locknut was tight inside. This is an additional observation not related to reported event. A possible root cause may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate the o ring gaskets displaced. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connections to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events that were due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). Medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. (B)(4). Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the batteries were switching from one power port to the other one before battery charge was down to twenty-five percent (25%). The batteries and controller were exchanged. No patient complications have been reported as a result of this event.